Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported catheter fracture issue as the catheter attached to the port body was found fractured. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port products are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right chest wall, the catheter was allegedly ruptured when connected to the port handle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port products are identified. (Expiry date: 06/2022).

Event description:
It was reported that during a port placement procedure in the right chest wall, the catheter was allegedly ruptured when connected to the port handle. The procedure was completed using another device. There was no reported patient injury.